Event description:
It is reported that during surgery in 2008, when the implant was opened a hair was on the articular surface. Surgeon requested another articular surface to complete the surgery.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined. Eval - the foreign material returned by the complainant appears to be hair. This hair was returned, but the sterile barriers of the implant were already opened. As such, it cannot be demonstrated with certainty that the source of the hair is the packaging environment. Device history records are in order and do not indicate any packaging anomalies.